Manufacturer narrative:
Follow-up #1: date of submission 03/20/2014.animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.device evaluation: the device has been returned and evaluated by product analysis on 03/12/2014 with the following findings: on examination, the keypad was intact without damage. On testing, the pump powered on and displayed the verify screen per normal operation. All the keypads had normal response. The pump appropriately displayed the ¿home¿ screen after setting the time and date. The keypad was removed for investigation and did not reveal any defect, contamination or damage of the button contacts. Investigation was not able to confirm or duplicate the keypad button complaint.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2013 alleging a scrolling issue when pressing the keypad buttons. The reporter stated that the pump did not respond to button presses as intended when attempting to confirm the battery type. The reporter stated that several attempts at battery type confirmation were made before the confirmation was successful. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged button issue remained unresolved with troubleshooting.